Event description:
Pt with bilateral brachial plexus injuries secondary to a laparoscopic left colectomy. Operating room table 1132.11b0 ((B)(4)) had been used during the surgical procedure. Manufacturer reference # (B)(4).

Manufacturer narrative:
On (B)(6) 2015 maquet medical systems received a request from a lawyer with the following information: "... I am defending the hospital in litigation involving a pt with bilateral brachial plexus injuries secondary to a laparoscopic left colectomy. The questions I have are whether the pads (which attach) came with the bed, was there any literature accompanying the purchase/installation, whether there were any recommendations, suggestions, warnings, etc. With regard to usage, and whether there have been any past claims as a result of similar injuries..." The event happened on (B)(6) 2012. Maquet did not received any information about this event at this time. Therefore maquet was not able to perform an investigation.